Event description:
A caller reported a malfunction on the pump, specifically displaying malfunction code 16-0x20e6. The customer's blood glucose was high due to the issue, but the specific value was unknown. Despite the high reading, no corrective actions were taken because of the malfunction. Customer technical support (cts) resolved the issue by arranging for a replacement pump, which included updated software. The caller acknowledged the instruction to switch to the new pump with a g7 sensor and understood the steps for storage and return of the problematic pump. Additionally, the customer would contact their healthcare provider for backup therapy as none was available at the time.